Manufacturer narrative:
(B)(4). This complaint has been reassessed as part of (B)(4). It was determined that additional regulatory reporting is required. Concomitant medical product: trabecular metal natural acetabular cup catalog 00721005828 lot unknown; screw catalog 00725005020 lot unknown; screw catalog 00725005035 lot unknown; femoral stem catalog 00784501830 lot unknown; femoral head catalog 00801802801 lot unknown. Notes from the patients visit to his surgeon states that the patient has experienced pain in both hips for several years. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient has been experiencing pain post right total hip arthroplasty. Attempts have been made and no further information has been provided.